Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratches or damage on the display, rainbow effect making it hard to read. No harm requiring medical intervention was reported. The customer stated tat reservoir cartridge feels loose or not secure has fall out, caused problems, insulin pump had an unexplained and random no delivery alarm and error was stopped. The device will not be returned for analysis.